Event description:
During revision surgery, it was noticed that there was no osseointegration and the ha had flaked off from the stem.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
DHR analysis: the DHR analysis of the batch returned shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or failure investigation report. The hac coating was realized in chaumont product analysis: analysis of the returned products show a disappearance of the hydroxyapatite, which is normal because naturally the human organism integrates and absorbs this coating in the months which follow the establishment, it is practically not noted a presence of osseousintegration. This product been checked dimensionally at various places (plan (B)(4) / b and (B)(4)). The product is in conformity with its definition. Bioengineer analysis: the ha coating has partially disappeared in the distal part of the stem while it covers totally the proximal part of the stem. There are some little evidence of osteointegation distally. After 11 month, one can expect some evidence of ha dissolution, but it should be all over the stem and mostly in the proximal portion of the stem where some osteointegation should be seen. It seems that the stem was not properly fixed, but the reason is unknown. It could be because of infection, because of primary distal fixation, or because of another reason, it is difficult to conclude.